Event description:
The account reported the bed will not place a nurse call. The bed is located in the general med surge area at the facility. There was no patient/user injury reported. This report was filed in our complaint handling system as complaint # (B)(4).

Manufacturer narrative:
The account found while trouble shooting the bed that the nurse call was turned off. The hill-rom technician explained to the account how to activate the nurse call system. Per the hill-rom service manual, perform annual preventive maintenance procedures to make sure all versacare bed components are functioning as originally designed. Examine and test the communication junction box. Make sure the sidecom communication system feature works correctly examine the communication cable, include the male and female pins in the plug. The account activate the nurse call system to resolve the issue. Based on this information, no further action is required.